Event description:
It was reported that the battery gauge was fluctuating over a 15-day period. There was no reported impact on the customer's blood glucose level due to the incident. The customer decided not to return the pump, and no further information or action was taken.